Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's high tnt hs results were reproduced.

Manufacturer narrative:
The investigation did not find the presence of an interfering factor in the provided sample. Serum fractionation studies found the tnt that was detected originated from the serum fraction in which free tnt is expected. The tnt result was a true, positive value. The origin of tnt in the sample should be assessed from a clinical point of view. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
(B)(6)

Event description:
The customer received a questionable troponin t hs result for one patient from the cobas 8000 cobas e 602 module serial number (B)(4). The initial result was 115.6 ng/l and was reported outside of the laboratory. The medical doctor did not believe the result as the patient did not have any obvious signs of myocardial issues. The clinical expectation was a normal troponin t value of < 14 ng/l. An interference was suspected. There was no allegation of an adverse event.